Event description:
A customer reported an issue with the vibration function of their pump, where the vibration was not working as expected. There was no adverse impact to the customer¿s blood glucose level, as it remained within the normal range. The customer was advised by technical support to adjust the alarm sound setting to vibrate, but the call was disconnected before resolution, and follow-up attempts to reach the customer were made.